Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, when the surgeon tried to remove the set screw, the set screw inserter tip was broken, the broken tip was removed by scraping the pone with the metal cutter, there was no broken fragment in the patient¿s body confirmed by using the image. Procedure outcome was unknown. There was no patient harm/consequence. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located at the distal tip of the device. The other end of the distal tip of the device that broke off was returned. The fracture analysis report notes that the uniform surface of the fractured surface indicates that the device underwent a static failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the distal tip of the device fracturing cannot be positively determined. However, the fracture analysis report notes that the uniform of the fracture surface indicates that the device underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.